Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones due to right atrial (ra) impedance measurements of less than 200 ohms. Sensing and threshold measurements were stable. Troubleshooting was performed and no further actions had been planned or performed. No adverse patient effects were reported. The device remains in service.